Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: unknown. E1: phone number: unknown. E3: occupation: unknown. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the reported information. The patient underwent percutaneous coronary intervention (pci) treatment on the right lower limb via the femoral approach. After the operation, the 6 french angio-seal was used for occlusion. When inserting the main body, the head protective sleeve was inserted into the sheath tube, and the main body tube body was pushed into the sheath tube to send the anchor and collagen sponge. During this process, it was found that the main body tube body could not be pushed forward, and repeated attempts still failed to advance. Later, the same product was replaced, and the occlusion was completed. No blood loss was reported.